Event description:
It was reported that the customer experienced a blood glucose (bg) level of 42mg/dl and was transported to the emergency room via ambulance and was subsequently hospitalized. Cause of bg levels were unknown. Customer attempted to self-treat bg by consuming 11 glucose tablets and prior supply change. During ER/hospitalization the customer was treated with intravenous fluids of glucose which reportedly resolved the issues. The customer was released from the hospital on 01/12/2022 with no permanent damage.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.